Event description:
On 6/29/06, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp. During an arthroscopic procedure of the right knee, the tip of the wand was reported to have detached and remained in the pt's knee. There are no plans to reoperate to remove the fragment. No pt injury was reported and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for eval. No other similar complaints have been reported for this lot.